Manufacturer narrative:
(D10) concomitant devices: 02-010-01-0230 - logic femoral ps cem left sz 3. 02-012-35-3011 - logic tibia ps mod insrt sz 3 11mm. 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t. 200-02-35 - three peg patella 35mm. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total knee replacement on the left side. Subsequently, the patient experienced left hip pain. As a result, approximately 3 years after initial replacement, the patient was administered medication and is awaiting a total hip replacement. No further impact to the patient was reported. No other information is available.